Event description:
It was reported that the patient experienced atrophy with an artificial urinary sphincter (aus). The aus cuff, balloon, and pump was explanted and a new 4.5cm aus was implanted. Should additional relevant details become available, a supplemental report will be submitted.